Event description:
Device 1 of 2. Reference MFR. Report#1627487-2018-12778. It was reported preoperative new implant, the patient's original scs system was previously explanted sometime early (B)(6) 2018 due to infection. Reportedly, the issue subsequently resolved.